Event description:
It was reported that (5) devices were used during a colectomy. It was reported by the affiliate that the (2) tct75 and (3) trt75 reloads were used during the case. The 1st tct75 (see trt75 reload marked #1), blocked on thick mesenterium. The 2nd tct75 stapled the colon, but not completely and there was a hole in the colon (see trt75 reload marked #2). Another instrument was used to complete the case. There was no consequence to the pt.